Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter was unable to specify when the alleged inaccuracy issue began. The patient claimed obtaining a blood glucose reading of ¿200 mg/dl¿ with the subject device which she felt was high compared to her feelings and/or her normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It is not known how the patient manages her diabetes or what changes, if any, she made to her usual diabetes management routine in response to the alleged inaccurately high reading. The patient reported that an unknown time after the alleged issue, she developed symptoms of feeling ¿weakness, fatigue, shaky and fast heartbeat.¿ the patient was unable and/or unwilling to confirm if she received medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.